Event description:
Caller states that the pt tested 6.3 inr on the device and 4.8 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device replacement was sent.